Manufacturer narrative:
It is unknown how the cycler may have contributed to the event. Medical records have been requested from the patient's health care provider to assist the clinical investigation process. A supplemental report will be submitted upon completion of plant's investigation. Per the patient's pdrn, the patient was hospitalized from (B)(6) 2015 for chf and fluid overload. An additional report will be submitted for this event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2015 for congestive heart failure and fluid overload. The patient was also found to experience pulmonary edema. Per the patient's nurse, the patient has been transitioned to hemodialysis and no longer uses the cycler. Medical records have been requested.